Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a diffusely diseased vessel. A 2.50x38mm promus premier drug-eluting stent advanced but failed to cross the lesion. When the device was removed, it was noted that the stent came off the stent delivery system. The dislodged stent was retrieved without issues and more dilation was performed to the vessel. A new stent was advanced to the lesion and the procedure was completed. No patient complications were reported.